Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional that during an endovascular coil embolization procedure to treat a subarachnoid hemorrhage (sah), the double catheter technique was used for the coil embolization of the target aneurysm at the anterior communicating artery (acom). The first coil, a 6mm x 15cm galaxy g3 (gly120615 / 30526872) was used as a framing coil with the first microcatheter (unspecified brand), however, the coil was unable to be detached. Therefore, it was reported that a second coil, a 3.5mm x 9cm galaxy g3 (gly123509 / lot# unknown) was used together with another microcatheter (unspecified brand). An attempt to implant the second coil, but it became entangled with the first coil. This coil was moved but it unraveled. The coil was then removed ¿by being covered with the microcatheter¿ and the second coil was successfully removed. The procedure was completed with new coil(s). There was no negative impact on the patient. The complaint reported that continuous flush was maintained. The following were listed as concomitant devices: excelsior® sl-10® microcatheter (stryker), y-connector (terumo), and an enpower dcb 2. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil unraveling / stretching and coil entanglement are known potential issues with the use of this device. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00801. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional that during an endovascular coil embolization procedure to treat a subarachnoid hemorrhage (sah), the double catheter technique was used for the coil embolization of the target aneurysm at the anterior communicating artery (acom). The first coil, a 6mm x 15cm galaxy g3 (gly120615 / 30526872) was used as a framing coil with the first microcatheter (unspecified brand), however, the coil was unable to be detached. Therefore, it was reported that a second coil, a 3.5mm x 9cm galaxy g3 (gly123509 / lot# unknown) was used together with another microcatheter (unspecified brand). An attempt to implant the second coil, but it became entangled with the first coil. This coil was moved but it unraveled. The coil was then removed ¿by being covered with the microcatheter¿ and the second coil was successfully removed. The procedure was completed with new coil(s). There was no negative impact on the patient. The complaint reported that continuous flush was maintained. The following were listed as concomitant devices: excelsior® sl-10® microcatheter (stryker), y-connector (terumo), and an enpower dcb 2.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26-dec-2022. [Additional information]: on 26-dec-2022, additional information was received. The information indicated that the first coil, 6mm x 15cm galaxy g3 (gly120615 / 30526872) was successfully removed from the patient; it was stretched (unraveled) during the attempt to resolve the tangle with the second coil. The first coil was still attached to the delivery system when it was removed from the patient. It was resheathed with the microcatheter and removed from the patient. The information indicated that ¿other unknown coils were used for the rest of the procedure.¿ the microcatheter used with the first coil was an excelsior® sl-10® microcatheter. It was unknown if a pre-deployment check was performed. It was unknown if the fault light was seen; it was unknown if all the lights illuminated when the power button was pressed. It was unknown if the green system ready light illuminated. The information indicated that the lot number of the second coil, a 3.5mm x 9cm galaxy g3 (gly123509) is not known. Information related to the microcatheter used with this second coil could not be obtained. There was no difficulty positioning the second coil in the target site; no difficulty getting the second coil to conform to the aneurysm wall. There was no additional intervention required to remove the second coil. There was no additional damage noted on the second coil when it was removed aside from the reported unraveled and entangled condition. The second coil was purposefully detached. There was no blood flow restriction / reduction as a result of the reported issue. E.1: initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00801 and 3008114965-2022-00802. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.